Manufacturer narrative:
The calibration was last performed on (B)(6) 2025, and it showed "std e" alarms. The qc recovery was within the customer's established ranges. There was no indication of a performance issue with the reagent. The centrifuge time was short, and the speed was high. The service actions performed by the field service engineer resolved the issue. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event was due to a user error where the deionized water calibrator had been changed, causing an assay shift.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with urea/bun (ureal) assay on a cobas 4000 c311 stand alone system. Initial result: 244 mg/dl (accompanied by a data flag). 1st repeat result: 228 mg/dl (auto-repeated with dilution). 2nd repeat result: 25 mg/dl. The 2nd repeat result was deemed to be correct.

Manufacturer narrative:
The ureal reagent expiration date was not provided. The c311 stand alone system serial number was (b)((6). The field service engineer (fse) checked the instrument and found that the deionized water calibrator had been changed, causing an assay shift. He verified that the assay parameter was correct and the deionized water calibrator was correctly installed. The fse instructed the customer to load a new reagent pack and perform calibration. Afterward, calibration and qc were within specifications. The investigation is ongoing.